Event description:
It was reported the device was not at eri (elective replacement indicator) despite in-office battery voltage measurements of 2.81v and 2.14v. Performance data from the device showed the lowest recent ambulatory battery voltage measurement of 2.89v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): the actual device was not received for evaluation. Performance data from the device indicated low telemetered battery voltage. On (B) (4) 2010, the battery voltage with telemetry was 2.14v and the daily measurement was 2.90v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.